Event description:
Reported as "frequent helium loss 2 alarms immediately after insertion". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported "stable".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm was confirmed based on the customer photo provided with the complaint report. The customer photo showed a printout of a pump strip with a "helium loss 2" alarm on the strip, which was consistent with the reported event. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported as "frequent helium loss 2 alarms immediately after insertion". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported "stable".